Event description:
It was reported that the right atrial (ra) lead had high impedance and there were no sensing markers seen. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154atg implantable cardioverter defibrillator (ICD) (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).